Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: model#:, device manufacture date: bat040569: model#:, device manufacture date: product event summary: the batteries were not returned for evaluation. Failure analysis of the devices was not performed since the batteries were not returned. The controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file did not reveal any alarms near the reported event date. Analysis of data log files revealed a premature switching event due to momentary disconnections involving bat040584 and bat040569. In addition, analysis of the data file revealed a premature switching event due to a communication error involving bat040569. It was also observed that both batteries had cycle counts above 375, indicative that the batteries are at end of life. As a result, the reported event was confirmed. An internal investigation determined that there is a potential for lishen batteries to malfunction due to faulty cells within the ventricular assist device (vad) battery pack. This potential malfunction may have contributed to the momentary disconnections involved in the premature switching events. Based on the available information, the most likely root cause of the reported abnormal battery behavior can be attributed to a communication error, batteries that reached their useful life and/or due to batteries with the potential to malfunction due to faulty internal cell pairs. The reported excessive cycle count can be attributed to the patient using batteries passed their useful life. Additional products: battery bat040569; model#: battery / bat040569 / expiration date: 2014-08-31; device evaluated by MFR: yes; mfg date: 2013-08-31; FDA method code(s): 4112; FDA results code(s): 131, 213; FDA conclusion code(s): 25. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system - battery, battery / (B)(4) / model #: 16650de / expiration date: asku, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: asku, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a battery issue when the patient noted abnormal battery behavior. Log file analysis was unable to confirm abnormal battery behavior but excessive cycle counts were observed. The batteries were discarded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: battery/bat040569. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.